Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, there was high capture threshold and a loss of capture noted on the right ventricular (rv) lead. The lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead with a stylet was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found the helix to be extended and clogged with blood and tissue. After cleaning, the helix could be extended and retracted by applying direct torque to the connector pin. The cause of the reported event was isolated to the helix being clogged with blood and tissue. The reported events of inadequate capture and r-wave amp variation were not confirmed.